Event description:
It was reported, the duodenovideoscope was incorrectly reprocessed. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on fields: d8 and h6. Correction on field: d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the user may have lack of knowledge about the device without reading the instruction manual thoroughly. It is possible that the user made a mistake by requesting repair of the subject device as the endoscope for humans, leading to the subject event. The event can be detected/prevented by following the instructions for use (IFU): tjf-q290v, operation manual, ¿important information - please read before use¿ describes the purpose of use of the device. Olympus will continue to monitor field performance for this device.